Event description:
The physician reports performing a cataract surgery with attempted implantation of the l161se intraocular lens using the ez-28 delivery device. During implantation the surgeon noticed an unspecified defect on the lens. Additional intervention was performed by enlarging the incision to remove and replace the iol intraoperatively. The physician implanted another l161se intraocular lens successfully with no complications. Reference MDR #1119279-2011-00050.

Manufacturer narrative:
The lot number of the delivery device was not provided. In addition, the delivery device was not returned to bausch + lomb for evaluation, therefore, a root cause of the reported event could not be determined.